Event description:
It was reported that there was a cut exposing the distal end.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the tip is broken and jagged. Also, a piece of the tip is broken off. The broken off piece was not received with the device. The probable root causes for the broken and jagged tip could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that there was a cut exposing the distal end.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.